Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a lead revision. Additional information was received. The rep reported the patient did not experience any symptoms related to the reported lead revision. They said the cause of the revision was the hcp wanted to remove the current lead and place a new lead on the contralateral side to evaluate therapeutic response. The reported issue was resolved.